Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had insufficient flow and temperature cable damaged.

Event description:
It was reported that the arctic sun device had insufficient flow and t° cable damaged. Per sample evaluation results on 27nov2023, it was reported that the crack on level sensor and fill tube is dirty.

Manufacturer narrative:
Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.